Event description:
It was reported that about six weeks post-implant, the patient experienced pericardial effusion and tamponade due to possible perforation. A pericardiocentesis was performed and the atrial lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead, (B)(6) 2013. (B)(4)